Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during radio isotope scans in CT, the extension set ruptures and/or leaks causing radio isotope to spill. The customer stated that to clean the spill, a specific cleaning protocol must be followed. No patient or staff harm have been reported. Although requested, no additional event information available.